Event description:
Heat pack applied for patient comfort. Two hot packs handed to patient. She fell asleep with them under her, causing partial thickness burns l 17cm x w 15cm. Required minor treatment from wound care and burn team.